Event description:
It was reported that during a thoracic procedure, the clips were firing partially closed. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 10/16/2008. Information anticipated, but unavailable at this time.